Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 mg/dl. Reportedly, the cause of the low bg was due to the customer having "brittle diabetes" and was not due to the pump or supplies. The customer ate some food to stabilize impacted bg level. Additionally, it was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's bg level was not impacted due to the wake button issue. Reportedly, customer will continue to use the pump for insulin therapy.